Event description:
It was reported that a patient experienced a break in aseptic technique further described as touch contamination on an unknown date during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was hospitalized for the peritonitis. The treatment for peritonitis was with unspecified antibiotics (dosage, route, and frequency not reported). The pd therapy was discontinued and while hospitalized, the patient¿s pd catheter was removed due to peritonitis and the patient was started on hemodialysis. At the time of this report, the patient was still on hemodialysis and was recovering from the event of peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.